Event description:
On (B)(6) 2015, it was reported to animas that there was a call service alarm issue with the cartridge during the prime/fill cannula step. No additional information was available. There was no known adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The device was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.